Manufacturer narrative:
The unit was received for investigation on december 31, 2025. The unit came in for noise. Complaint confirmed with compressor noise due to piston seals old, piston flappers open & damaged harness. Scratch top housing & uip is probably rough cleaning. Dusty inlet filter. The patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report she was hospitalized due to not able to breath. Patient claimed she could not contact inogen and was currently in the hospital. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient stating they had been to the hospital. Intervention is unknown.